Manufacturer narrative:
(B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other promus stent is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. It was reported the promus stent was successfully implanted; however, during advancement of another device, the stent implant interacted with the deployed stent. During removal of the stent delivery system, the deployed stent was pulled out. Factors that could contribute to the reported difficulties include, but are not limited to, interaction of the other device with the stent implant if the stent is not fully expanded and apposed or damage to the stent. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, a sampling of units are destructively tested to verify proper stent deployment. In this case, there was no note of any damage to the stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. A conclusive cause for the reported difficulties could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot numbers were not reported.

Event description:
It was reported that during the procedure in an unspecified vessel, a promus stent was deployed. An attempt was made to advance a second promus stent system into a side branch; however, the stent system became stuck on the previously implanted stent. An attempt was made to withdraw the stent system and the previously implanted stent was pulled out. Though requested, no additional information has been provided.